Event description:
Equipment broken/malfunction. 22g IV catheter was removed from packaging to insert new peripheral IV in patient and I noticed that the plastic piece used to push/thread catheter was missing/broken off. Equipment immediately removed from patient bedside and new IV catheter obtained for insertion. Nursing supervisors made aware. Broken catheter and packaging sequestered and biomedical engineering contacted. Lot # 4466466.